Event description:
It was reported that one solution administration set was observed with no flow. This occurred during patient infusion. The customer noted that the tubing near the chamber was "fused and blocked". There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.